Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-03228. It was reported that a patient presented in the operating room for a device exchange. During procedure it was noted that the atrial lead had dislodged. The atrial lead was explanted and replaced. Patient was stable post procedure.